Event description:
A doctor alleged that the maxcem elite was setting up too quickly. This is the eighth of ten (10) reports.

Manufacturer narrative:
Patient specifics with regard to age and weight were not provided by the doctor. To date, the patient is doing fine. The doctor removed the crown, cleaned it and re-cemented the restoration with the same product, without further incident. The lot number 4704821 alleged in this report has been identified as an affected lot which is part of an ongoing maxcem elite recall; therefore, no further evaluations are necessary.